Event description:
It was reported that the user experienced a severe low blood glucose event after running between airport gates for a flight, noted blood glucose in the low 70s, and self-treated with two glucose tablets, with no need for additional assistance. Symptoms included hypoglycemia and sweating consistent with hot flashes/flushes. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.